Event description:
On 09/18/2008, the pt reported that in 2008, she experienced elevated blood glucose "in the thousands." She uses a competitor infusion device. She stated that her blood glucose monitor does not read over 500 mg/dl and she did not see a physician. She stated that she was fatigued and sick to her stomach. She injected 8-10 units of insulin and after a "few" hours her blood glucose still measured "hi" on her blood glucose monitor. She continued to inject insulin and her blood glucose decreased. She stated that she never uses her infusion site longer than 3 days. She was advised to change the infusion site every 2 days. She stated that she disconnected from the infusion site and insulin dripped from the end of the tubing. She felt the issue was with the "piggy tail" portion of infusion tubing. She changed the infusion set and was able to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product is available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.